Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) test drove system and found no issue and the technical support engineer (tse) was called to look at logs and determined the errors that were caused (23, 40, 25328, 40084, 40006, 40241, 48305, 26002, 48305) which all occurred due to a blue fiber being disconnected to quickly at the end of case. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that after a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that an arm disable message occurred on universal surgical manipulator (usm) 1 while the system was being stowed, and usm 4 's indicator was blinking yellow. The tse attempted to review system logs but was unable to do so because connectivity was not available. The procedure was completed as planned with no reported injuries. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that she did not recall many details of the event, as it had occurred approximately three weeks earlier. However, the believed that the affected arm was replaced that evening or that they used a different system the following morning while waiting repair of the arm.